Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas stating he experienced elevated blood glucose. The patient reportedly was at work and was unable to troubleshoot the pump. It was noted that the patient discontinued the use of the pump at the time of the call with customer support. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in black box or download history. The pump passed the delivery flow accuracy test and found to be delivering within required specifications. Unrelated to the complaint, the audio bolus button was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.